Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received six photographs for evaluation which displayed a 22ga bd insyte autoguard bc IV catheter unit with the protective needle cover on the barrel and the needle partially retracted into the barrel. Another photograph displayed a view of the unit with the needle cover removed, which reveals a bend to the needle with catheter intact. One of the photographs displayed the needle cover with what appears to be either a small scratch or fiber inside of it. The reported issue was confirmed as the needle was clearly bent. It is likely that due to the bent needle, a partial retraction could have occurred. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle tip was bent and partially retracted. This was discovered before use. The following information was provided by the initial reporter: a needle tip was bent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Additional information has been received that changes the reportability. Upon visual inspection and investigative reports, a partially retracted needle with the safety button pressed indicates a safety failure of the device. This complaint will cautiously be reported. The rationale will also include the bent needle.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle tip was bent and partially retracted. This was discovered before use. The following information was provided by the initial reporter: a needle tip was bent.